Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device failed its self test with the note of "system not ready for use." There was no negative patient impact.